Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lump/nodule-breast: unable to observe since it is not related to the device. ¿ double-capsule-breast: unable to observe since it is not related to the device. ¿ anxiety¿product/procedure-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture. Device has been explanted. Later, double capsule and "new nodule was found at left breast 6 o¿clock direction" was reported. Later, bia-alcl test results were provided.

Event description:
Patient reported left side rupture. Later, double capsule and "new nodule was found at left breast 6 o¿clock direction" was reported. Later, bia-alcl test results were provided. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b,h.6.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 08/may/2024.

Event description:
Patient reported left side rupture. Later, double capsule and "new nodule was found at left breast 6 o¿clock direction" was reported. Later, bia-alcl test results were provided. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as surgical damage and missing shell observed assessed as inconclusive. ¿ lump/nodule: unable to observe. ¿ double capsule: unable to observe. ¿ anxiety-product/procedure: unable to observe. As per the investigation procedure, particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture. Later, double capsule and "new nodule was found at left breast 6 o¿clock direction" was reported. Later, bia-alcl test results were provided. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted. Later, "new nodule was found at left breast 6 o¿clock direction" was reported.